Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6), 2010 alleging an apply sample message on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that alleged issue began on (B)(6), 2010 at around 4:30 pm. The patient did not take any action after the meter displayed the apply sample message. Approximately 10 minutes later, the patient developed symptoms which consisted of a mild headache, was feeling unwell and was sweating. The symptoms lasted approximately 10 minutes. The patient did not self-treat or seek any medical attention due to the symptoms. The technique of applying blood on the test strip was correct. The patient was using the correct test strips. This was not the first time the product was being used. Issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that since she was unable to obtain a blood glucose reading on her meter, she later developed symptoms suggestive of a serious injury.

Event description:
Customer reportedly received results of 370 mg/dl on advantage system 1 and 109 mg/dl on advantage system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/08/2010. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported to baxter corporate product surveillance of a clearlink secondary set where the staff attempted to infuse the antibiotic, the facility reported the secondary would not infuse, the hanger was in use for the primary set, the head height was the proper head height. The check valve was not inverted and tapped. The solution bag was not squeezed per label copy to initiate flow. There was not a low level of fluid rise in the drip chamber. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins lifted high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.